Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image; intermittent flickering of the image; the main board failed; and the video connector failed. A root cause could not be identified. Based on the results of the investigation, the front panel had abnormal function and there was no image due to failure of the main board. Based on the results of the investigation, it is likely there was intermittent flickering of the image due to a defective receptacle unit. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no led lights blinking. The event occurred during set-up. There were no reports of patient harm.